Event description:
Device malfunction: incomplete splitting of sheath/failure to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the thumb advancer could only be partially advanced, and the sheath did not completely split. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was returned. Investigation is not complete.